Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During evaluation of the device at the manufacturer service center, the active exhalation control module was found to be faulty. There is no documentation detailing what component needs to be replaced in order to resolve the issue. Additionally, the technician states that the lcd screen was off, the sd card was faulty, and the micron filters were clogged. The customer did not approve the repair quote. No repairs were performed. The trilogy inlet air path/ removeable foam and pollen filter were replaced per the remediation requirements. No further investigation is required.